Event description:
The customer reported that her sensor system was not calibrating correctly. She reported receiving a calibration error alarm. She also reported differences between her sensor glucose and blood glucose readings. She stated her sensor glucose would be 60 mg/dl and blood glucose would be 110 mg/dl. The customer also stated her insulin pump would also go into threshold suspend. Customer also reported calibrating about five times a day. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.